Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The instrument was fully functional. No product issue was identified. Issue related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported the site was that the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.107¿ offset at the tips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset < 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip. The complaint regarding non-intuitive motion was not confirmed by failure analysis. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during da vinci assisted surgical procedure, the fenestrated bipolar forceps instrument exhibited non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was manipulating the instrument. The observed movement of instrument was lesser than intended. The instrument moved in intended direction. The timing of instrument movement was not appropriate. No external collisions noted. The issue was persistent. Backup instrument was used. There was no injury reported. No damage was noted when instrument was inspected prior to use.